Manufacturer narrative:
(B)(4). Date sent: 11/20/2025. D4: batch #559d31. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 559d31, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 10/21/2025 d4: batch #unk. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Could you please provide more details about the type of oozing? A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #a98330, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the pvs device was inserted with the correct vascular reload, the device was noted to only partially fire resulting in an incomplete staple line; and therefore, a significant bleed from the vessel. It was noted that staples on the distal end were not formed at all and clearly visual within the operating field. A hemostat was used to control the bleeding, and an alternative device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2025 d4: batch #unk investigation summary: this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows the device jaws positioned on the tissue with a loaded cartridge. Additionally, a surgical instrument was observed holding the tissue. At 00:04 mark, the device appears to close over the tissue. However, a clear gap is visible between the anvil and the channel, suggesting that the closure was not properly performed. Note that when the jaws are properly closed, the anvil should be completely covered, closing the cut line (identified as '35' on the channel). At the 00:27 mark, the drivers was observed with movement and the staples were ejected from the pockets. Therefore, the staples were not properly formed, and bleeding was evident at the cut line. This outcome is consistent with a device that was not properly closed. At 00:58, the jaws are withdrawn from the tissue, and significant bleeding was observed. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.